Event description:
Boston scientific (bsc) crm received information that this atrial lead had dislodged one day post implant. Therefore, a revision procedure was performed and the lead was repositioned to the right atrial appendage. However, the lead did not stay affixed, and was subsequently removed from service.